Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens, model zlb00, was explanted because the patient complained of poor vision distance quality as well as near and night halos. The lens was replaced with a monofocal lens, model pcb00. The patient was reported to be fine, no patient injuries were reported. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received cut in half most likely to make the explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.